Event description:
The patient presented to an outside hospital in cardiogenic shock. He was transferred to [redacted name] on [redacted date]. The basis of the shock was thought to be mainly attributed to thrombus within lvad outflow graft along with likely external compression. There was no evidence of bleeding, pe (pulmonary embolism) of CT-pe or significant hypovolemia. The condition worsened during the hospital course with high dose pressor requirement with evidence of multi-organ injury. The patient's inr was 4.4 upon admission and remained high throughout the hospital course. The risk of surgical intervention to relieve/remove the outflow obstruction was thought to outweigh its benefits. The patient transitioned to cmo (comfort measures only) and passed peacefully with family at bedside.

Event description:
The patient presented to an outside hospital in cardiogenic shock. He was transferred to [redacted name] on [redacted date]. The basis of the shock was thought to be mainly attributed to thrombus within lvad outflow graft along with likely external compression. There was no evidence of bleeding, pe (pulmonary embolism) of CT-pe or significant hypovolemia. The condition worsened during the hospital course with high dose pressor requirement with evidence of multi-organ injury. The patient's inr was 4.4 upon admission and remained high throughout the hospital course. The risk of surgical intervention to relieve/remove the outflow obstruction was thought to outweigh its benefits. The patient transitioned to cmo (comfort measures only) and passed peacefully with family at bedside.